Event description:
The pt received the scs sys on (B)(6) 2008. It was reported the pt received the ipg battery low sign on her pt programmer. The pt indicated she had not used the scs sys in a year. Sjm rep was able to resolve the issue by clearing the flag.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.